Event description:
The manufacturer received information regarding a dreamstation auto. The device was returned to a third-party service center. During visual inspection of the device, there is a visible foam particle in the device. The device was routed to scrap. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.